Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead was an attempted implant and was exchanged. Additional information revealed that this lead was too large for the patient's target vessel, and no evidence of product malfunction occurred. The lv lead was discarded and no adverse patient effects were reported.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead was an attempted implant and was exchanged. Additional information has been requested regarding specific product allegations, but has not yet been received. The lv lead was retained by the healthcare facility and no adverse patient effects were reported.